Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: on investigation, the alleged damaged display issue was duplicated. The pump powered up to a blank display with auditory and vibratory features. The display screen was found to have cracked. Due to the cracked display the remaining testing was not completed. A clear and legible display was restored when the pump display screen was replaced with a test screen.